Event description:
Cms 100124399 and 100124386, windchill (B)(6) a customer contacted the ortho global technical solution center (gtsc) on 20mar2025 to report discordant negative results for antibody screen and antibody identification in indirect antiglobulin test (iat) using 0.8% selectogen lot vs692 and 0.8% resolve panel a lot vra480 in conjunction with mts anti-igg gel cards (lot information not provided) in manual gel method with their ortho workstation (51003280) for one patient identified to have anti-e(rh3). Complainant/complaint reporter name: (B)(6) event date: 19mar2025, reported (B)(6) 2025 reagents: 0.8% selectogen lot vs692, expiry 15apr2025, manufacture 11feb2025 0.8% resolve panel a lot vra480, expiry 15apr2025, manufacture 11feb2025 mts anti-igg gel card lot information not provided 3% selectogen lot s547, expiry 01apr2025 resolve panel a lot ra261, expiry 01apr2025 peg reagent information not provided patient information: patient aborh type was a positive and antibody screen testing resulted positive at an alternate facility using a competitor's solid phase method prior to testing at customer site. Patient had previously identified anti-e by gel method in (B)(6) 2025, reaction was weak. Patient has not been transfused in the last 90 days. The customer stated that on (B)(6) 2025, one patient sample was tested at an alternate facility for antibody screen utilizing a competitor's semi-automated solid phase technology analyzer, in conjunction with screening reagent lot r703, expiry 06may2025, and a 3+ positive reaction was obtained with cell 2. The same patient sample was then sent the same day to the customer site for additional testing. The same day, (B)(6) 2025, the customer states they performed antibody screen in indirect antiglobulin test (iat) testing in manual gel method on the same patient sample using their ortho workstation with 0.8% selectogen lot vs692, expiry15apr2025, in mts anti-igg gel card (lot information not specified) and obtained negative reactions for both cells. The same day, the customer also performed antibody identification in indirect antiglobulin test (iat) testing with 0.8% resolve panel a lot vra480, expiry 15apr2025 in the same mts gel card lot, on the patient sample using their ortho workstation and produced negative reactions for all panel cells. Additionally, the same day, the customer stated they tested the same patient sample with peg in manual tube method for antibody screen using 3% selectogen lot s547, expiry 01apr2025, and a 1+ reaction was observed with cell 2. The customer reported that on the same day, they also tested the patient sample with peg in manual tube method for antibody identification using resolve panel a lot ra261, expiry 01apr2025, and cells 3 and 6 obtained positive reactions, 2+ and 1+ respectively), while the remaining cells were negative. This reaction pattern identified the patient sample to have anti-e(rh3). The customer reported that no biased results were reported to the physician. The customer reported that this patient was not transfused any red cells following this work up. The patient was not harmed as a result of this event.

Manufacturer narrative:
Investigation details windchill (B)(6): the customer reported that daily quality control (qc) testing was performed for 0.8% selectogen lot vs692 on the same day as testing and results were acceptable. No additional details provided. The customer also indicated that qc is not performed on 0.8% resolve panels. The card and reagent red blood cells storage and usage conditions were checked and confirmed to be aligned with the recommendations provide in the product instructions for use. The customer reported no visual appearance defects for these cards and reagent red blood cells. The customer provided the results report from the solid phase testing on a competitor's semi-automated solid phase analyzer and the antigrams from 0.8% resolve panel a and 3% resolve panel a including notation of lot information and results of 0.8% selectogen and 3% selectogen screening test results for the patient sample confirming the reported results. Following review of the provide reports, gtsc discussed the limitation listed in the 0.8% selectogen and 0.8% resolve panel a instructions for use, stating: optimal reaction conditions vary across antibody specificities. No single test method will detect all antibodies. In some low ionic strength test systems, certain antibodies, such as anti-e and anti-k, have been reported to be nonreactive. Gtsc informed the customer that the issue appears to be sample related and customer confirmed understanding. According to ortho lot-specific information for 0.8% selectogen lot vss692, cell 1 is negative for the e(rh3) antigen and cell 2 is positive and homozygous for the e(rh3) antigen. It follows therefore, that the negative reaction obtained with cell 2 is not consistent with the expected reactivity of anti-e(rh3) antibody. According to lot specific information for 0.8% resolve panel a lot vra480, cells 1, 2, 4, 5, 7, 8, 9, 10, and 11 are negative for the e(rh3) antigen and cell 6 is positive and heterozygous for the e(rh3) antigen and cell 3 is positive and homozygous for the e(rh3) antigen. Therefore, it follows that the negative reactions obtained for cells 3 and 6 are not consistent with the expected reactivity of the anti-e(rh3) antibody. According to the competitor's lot-specific information for solid phase screening, cell 1 and cell 3 are negative for the e(rh3) antigen and cell 2 is positive and homozygous for the e(rh3) antigen. It follows therefore, that the 3+ positive reaction obtained with cell 2 is consistent with the expected reactivity of anti-e(rh3) antibody. According to ortho lot-specific information for 3% selectogen lot s547, cell 1 is negative for the e(rh3) antigen and cell 2 is positive and homozygous for the e(rh3) antigen. It follows therefore, that the 1+ positive reaction obtained with cell 2 is consistent with the expected reactivity of anti-e(rh3) antibody. According to lot specific information for 3% resolve panel a lot ra261, cells 1, 2, 4, 5, 7, 8, 9, 10, and 11 are negative for the e(rh3) antigen and cell 6 is positive and heterozygous for the e(rh3) antigen and cell 3 is positive and homozygous for the e(rh3) antigen. Therefore, it follows that the positive reactions obtained for cells 3 and 6 (2+ and 1+ respectively) are consistent with the expected reactivity of the anti-e(rh3) antibody. A review of the manufacturing batch record for 0.8% selectogen lot vs692 was carried out at the ortho manufacturing site and no non-conformances or deviations were identified. The results of all in-process and quality assurance release tests were found to be within specification and the lot met all acceptance criteria. (B)(6) a review of the manufacturing batch record for 0.8% resolve panel a lot vra480 was carried out at the ortho manufacturing site and no non-conformances or deviations were identified. The results of all in-process and quality assurance release tests were found to be within specification and the lot met all acceptance criteria. (B)(6) a review of the complaints associated with the red cell reagents manufactured using the same donor as the one used to manufacture e(rh3) antigen positive cell 2 of 0.8% selectogen lot vs692 was requested. Results of that investigation indicate that no comments were associated with the donor in labpas (ortho donor tracking system) and no units remain in fresh or frozen inventory or under ortho control for either donor at this time. Additional review of all products lots generated from the donor was performed. The donor associated with cell 2 was used in the manufacture of multiple products since 14dec2011. Review of all complaints associated with products manufactured utilizing the cell 2 donor for the last five years was performed. No additional complaints were identified for the lots and cells associated with this donor and the failure mode under investigation. No trend was identified by donor for false negative reactions (B)(6). A review of the complaints associated with the red cell reagents manufactured using the same donors as the ones used to manufacture e(rh3) antigen positive cells 3 and 6 of 0.8% resolve panel a lot vra480 was requested. Results of that investigation indicate that no comments were associated with either donor in labpas (ortho donor tracking system) and no units remain in fresh or frozen inventory or under ortho control for either donor at this time. Additional review of all products lots generated from the two donors was performed. The donor associated with cell 3 was used in the manufacture of one additional product since aug2024 and the donor associated with cell 6 was used for one additional product since nov2024. Review of all complaints associated with these products manufactured utilizing the two donors was performed. No additional complaints were identified for the lots and cells associated with these donors. No trends were identified by either donor for false negative reactions (B)(6). A review of the worldwide complaint databases was performed for 0.8% selectogen lot vs692 and 0.8% resolve panel a lot vra480, through (B)(6) 2025. Two complaints were identified for falseneg and related call areas. The complaints were related to the e antigen under investigation. No trend was identified for the lots and cells for the failure mode. (B)(6). Retain samples of 0.8% selectogen lot vs692 was tested on the ortho vision ID-mts analyzer for iat, as per IFU, with known plasmas: anti-d, anti-k, anti-fya using mts anti-igg card lot 092024001-07, expiry 11jul2025. Expected positive and negative results were obtained. Lot vs692 cell 2 was tested in tube for the presence of the e antigen. First the 0.8% retain cell 2 was converted to a 3% cell suspension in ors, ortho resuspension solution, using lot rs863a, and tested in tubes as per IFU for anti-e bioclone. At immediate spin a 4+ reaction was observed for cell 2 with anti-e reagent. Result meets specifications, a minimum reaction of 2+ is required for all final readings. 0.8% selectogen lot vs692 continues to meet release specifications. (B)(6) retain samples of 0.8% resolve panel a lot vra480 was tested on the ortho vision ID-mts analyzer for iat, as per IFU, with known plasmas: anti-d, anti-k, anti-fya using mts anti-igg card lot 092024001-07, expiry 11jul2025. Expected positive and negative results were obtained. Retain sample of 0.8% resolve lot vra480 cells 3 and 6 were tested in tube for the presence of the e antigen. First the 0.8% cells were converted to a 3% cell suspension in ors, ortho resuspension solution, lot rs863a and then tested with ortho reagent: anti-e, as per IFU, tube method. At immediate spin, cells 3 and 6 were positive with 3.5+ reactions. Result meets specifications, a minimum reaction of 2+ is required for all positive final readings. 0.8% resolve lot vra480 continues to meet release specifications. (B)(6) the potential assignable cause of the discordant negative antibody identification results obtained by the customer is sample related, the patient anti-e(rh3) antibodies being weak and/or at the detection limit of the technique and reagents used and/or associated to the variability of the e(rh3) antigen present on the reagent red blood cells. There is no evidence of any systematic failure of the ortho reagents or analyzer to perform as intended. In mitigation of the discordant negative antibody screen and antibody identification results, the 0.8% selectogen and 0.8% resolve panel a instructions for use state: for antibody detection and identification, different serological methods are optimal for different antibodies. No single antibody screening or identification method optimally detects all antibodies. In some low ionic strength test systems, certain anti-e and anti-k antibodies have been reported to be nonreactive. No additional complaints of this type have been conveyed by the customer since the reported event.